Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened button dome switch and partial unlocked j2 or lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, compromised force sensor system and excessive no delivery test or verify no delivery alarm due to buttons not responding. Insulin pump received with cracked reservoir tube lip. No loose drive anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the cracked reservoir lip ring from reservoir area. The customer¿s blood glucose level was 300 mg/dl. Customer also reported that the insulin pump had received no delivery alarm. Troubleshooting was performed for damage and noticed the reservoir did not able to moves around. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.